Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide more details about the ¿impairment of wound healing¿? Describe the symptoms. Wound is partially gaping apart, reddened, no nice scarring. Since no exact event day and description are known, only a complaint is made and submitted vicariously did the suture absorb too quickly? Unknown, wound healing disorder has occurred after 3-6 weeks after the care of the knee, according to the species. The user suspects that it has to do with the decomposition of the thread. However, monocryl officially decomposes only after 90-120 days. Did the suture absorb too slowly? Wound healing disorder has occurred after 3-6 weeks after the care of the knee, according to the species. The user suspects that it has to do with the decomposition of the thread. However, monocryl officially decomposes only after 90-120 days. Please describe any medical/surgical intervention required for this suture event including dates and results. Unknown. Date and name of index surgical procedure? Hip tep as well as knee teps in patients with nickel allergy, date unknown, period november to february. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Decomposition of the suture material. Possible reaction of the patient to the suture. Too much foreign material in a 2-0 stratafix suture. What is the patient's current status? The patient is doing well, but wound healing is not optimal (see examples of images from 2 surgeries in the appendix) + not nice scarring. Lot number? We will try to find out the lot number.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. The surgeon reports impairment of wound healing due to the decomposition products of the suture material. This occurred 3-6 weeks after treatment, after previously completely uneventful healing. Additional information was requested.